Event description:
Procedure: lap chole. According to the reporter: during use, the active blade came off and fell into cavity. The piece was retrieved. The surgeon used another device to continue the case. No add'l blood loss and/or tissue damage. Operative time was not extended more than thirty minutes. No add'l pt info available.

Manufacturer narrative:
(B)(4).